Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on properly and displayed service code) has been confirmed. As received, the monitor would not fully power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was not powering on properly and was displaying a service code.